Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was explanted on (B)(6) 2018 because the patient wasn't getting pain relief. It was unknown whether the patient had the whole system removed or just the battery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, methods, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a manufacturer representative (rep). It was reported that they were not given a reason for the lack of pain relief and didn't have an opportunity to reprogram. The whole system was removed and wasn't going to be returned.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-jun-14, (B)(6) (hcp): information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was explanted on (B)(6) 2018 because the patient wasn't getting pain relief. It was unknown whether the patient had the whole system removed or just the battery. No further complications are anticipated. 2018-06-19 (rep): no new event information. 2018-09-26 (rep, hcp): additional information received from a hcp via a manufacturer representative (rep). It was reported that they were not given a reason for the lack of pain relief and didn't have an opportunity to reprogram. The whole system was removed and wasn't going to be returned.